Event description:
It was reported that the ventilator failed flow transducer test during pre-use check.there was no patient involvement.manufacturer ref.#: (B)(4).

Manufacturer narrative:
We did not get any information regarding this complaint. Logs, service report and the status of the ventilator requested several times via email and with the help of other platforms. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).